Manufacturer narrative:
Devices photo evaluation completed on july, 10th 2020: upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unknown beast surgery with mentor memorygel, 350cc silicone breast implants which the left side ruptured after implantation. Report indicates that the patient elected to go to smaller size implants and during surgery on (B)(6) 2020 it was discovered that the left implant was ruptured. Patient underwent bilateral removal and replacements as follow: left replaced with cat#: smpx-295, sn#: (B)(4), and right replaced with cat#: smpx-295, sn#: (B)(4), with mastopexies due to ptosis.